Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. The test mini link transmitter with the glucose sensor simulator communicates properly to the device. No unexpected sensor errors or anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer's blood glucose value was 400 mg/dl. The customer had treated with pump for the high blood glucose. Troubleshooting decline to troubleshoot for high readings. The product was not returned for analysis.